Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse upgraded the system to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that the customer experienced repeated non-recoverable faults. The technical support engineer reviewed the logs and identified 307 faults originating from the vision side cart (vsc) and surgeon side consoles (ssc). The technical support engineer instructed the customer to disconnect the sscs and attempt to boot up the vsc with the patient side cart (psc). Upon startup, the vsc faulted with 311 faults, and the technical support engineer informed the customer that the system would not be available in its current status. The customer reported event has no report of patient injury.